Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was unknown.